Event description:
Spontaneous call pt reporting pump is malfunctioning, typical infusion time is 1 hr 20 minutes. Pt has been infusing for over 3 hours and still has another syringe to infuse. Confirmed no changes to dose, needle sets or tubing, no sites are clamped and pt did try to stop the infusion and read just the syringe in the pump. The pump is still pushing IV through but it is very very slow. Replacement pump scheduled. Last pump shipped 05/02/2021. No missed doses for adverse events reported. No further info available. Pump used to infuse hizentra at above dose and frequency. Indication: common variable immunodeficiency, unspecified. Pump return box and new pump sent to pt for 02/17/2023. Pt had no back up pump. Patient continued infusion with pump even though slow, no adverse event reported. Reported to (B)(6) by pt/caregiver.